Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving marcaine (bupivacaine) with an unknown concentration for a total dose of 1.5494 mg/day and dilaudid (hydromorphone) with an unknown concentration for a total dose of 15.494 mg/day via an implantable pump. It was reported the patient's pump was removed today ((B)(6) 2020) due to a severe infection. It was noted that the pump and catheter were removed. It was noted they knew the pump site itched a little bit on top (maybe a month ago) and then 4 days prior to last thursday ((B)(6) 2020) they started trying to reach their healthcare professional to let them know about it, but could not so finally the surgeon that put the pump in told them to email a picture of the site. The patient went to the hcp on thursday ((B)(6) 2020), and it was decided to replace the pump. It was noted that the patient was in the hospital at time of call. No further information was reported. The event date was (B)(6) 2020. No further complications were reported.